Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 4.6, laboratory inr: 1.7. The time between testing was less than one (1) hour. Therapeutic range was 2.0 - 3.0 for the patient. The customer reported that they had not had any other discrepancy issues on any other patients. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.